Event description:
Manufacturer representative reported device were removed due to infection. The devices were explanted but not returned to the manufacturer to analysis. A follow-up report will be sent if additional information is received.